Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of ¿no image, it did not power up¿ were not confirmed. The device evaluation found the device had been tested and passed all the functional tests. The fan was running okay, the olympus lamp life meter reading was 300+ hours, the light intensity measured within the specification, the air pump pressure test was okay, and it also passed the electrical safety leakage test. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had no image, it did not power up problem. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.